Manufacturer narrative:
Additional devices for this complaints: serial # : (B)(4), catalog # : 1650, exp. Date: 10/31/2016, mfg. Date: 10/31/2015. (B)(4). Serial # : (B)(4), catalog # : 1650, exp. Date: 10/31/2016, mfg. Date: 10/31/2015. (B)(4). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The lvad system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Many heart failure patients will have permanent pacemakers and internal defibrillators in place by the time an lvad is implanted. These devices are often needed in the early postoperative period. Cardiac arrhythmias are known potential complications associated with all patients implanted with vads. The instructions for use (IFU) addresses guidelines for optimal patient management including having adequate and stable preload available. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the patient that the controller alarmed multiple times, but no alarms were noted in history. The patient was admitted for his internal defibrillator firing, but is unrelated to the controller exchange. No consequence to patient. No additional information available.

Manufacturer narrative:
The reported event of alarms was confirmed on (B)(4). Review of the manufacturing documentation for (B)(4) confirmed that the devices met all requirements for release. Log file analysis revealed multiple premature switching events involving (B)(4). These premature switching events are most likely due to communication anomalies between battery and controller or normal patient usage behavior. (B)(4) had not received the smr upgrade prior to these events. It is likely that the patient interpreted these events to be the reported alarms. Analysis of (B)(4) revealed that the device passed visual examination and functional testing. Analysis of (B)(4) could not be performed since the devices were not returned for evaluation. Heartware has opened an internal investigation to evaluate communication errors between batteries and controllers. Additional devices for this complaints: (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.